Manufacturer narrative:
(B)(4). Date sent: 8/14/2025. D4 batch #: m9ag91. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples meet the staple release criteria. After further analysis the articulation mechanism was noted to be did not work properly. The device was disassembled to verify the internal components and the shifter spring was noted to be damaged. The damage to the shifter spring is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished device batch number m9ag91, and no non-conformances were identified.

Event description:
It was reported that, during a laparoscopic distal gastrectomy, when tried to fire at the 2nd firing, the jaws did not bend even when pushed the button (the 1st firing was used without bending). Only the motor sound was heard. The articulation could be done when changing the main body, so the replacement was used as it is. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.